Event description:
It was reported to philips that the therapy lead of device which they plug in to test load is missing one pin. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.